Manufacturer narrative:
Continuation of d10: product ID: 37791; product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was spinal pain. It was reported that starting this week the patient's recharger was not working for it would not communicate with the ins. The patient noted they had gone an extended period of time without charging their implant. During the call, the patient verified no damage to the recharging antenna. The patient had met with their representative but were unable to get the implant out of over-discharge. The issue was not resolved. A replacement insr antenna was sent out.